Event description:
Urologist was performing ureteroscopy. When the urologist was inflating the cook ascend ureteral dilation balloon catheter set, it deflated under pressure at 6 atm pressure. When the balloon deflated it caused extravagation of dye through the ureter. The urologist retrieved the catheter and placed a stent in the ureter. The procedure was abandoned. The urologist intends to leave the stent in for several weeks. If the stone is visible, he will remove it by lithotripsy. If not, he will remove the stent and allow the stone to pass spontaneously.